Manufacturer narrative:
(B)(4). Concomitant medical products:¿ item 00596202212 lot 62809714. Item 00597206529 lot 62989686. Item 00599601452 lot 62896158. Complaint was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies. Medical records were not provided. Per the nexgen cr, ps, cra, lps, and lcck package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately two years post-implantation due to loosening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right knee revision approximately two years post-implantation due to tibial tray loosening and pain. The tibial tray was removed and replaced with zimmer biomet product. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d2, d4, g3, g4, g6, h2, h3, h4, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient needed cortisone injections, xrays showed radiolucency around the tibial tray in both knees, patient needed to walk with a cane and had limited ambulation, right total knee has a loosened tibia with and increased report of pain, improvement seen with revision. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component item # 00599601452 lot # 62896158, tibial component item # 00598002702 lot # 62685639, palacos cement item # 00111314001 lot # 80684398. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03689, 0001822565-2019-03691, 0001822565-2019-04776.

Event description:
It was reported a patient underwent right total knee arthroplasty and after two years the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.